Manufacturer narrative:
.

Event description:
The consumer reported that the patient experienced a sudden loss or change of therapy. The patient was stressed from personal issues and program 2 was working. The patient was urinating a lot and was wetting the bed in the night starting on (B)(6) 2016. The patient wet the bed on the night of (B)(6) 2016. The patient started leaking on (B)(6) 2016. The patient was on program 2 at 2.5v and when they increased it was painful. The patient changed to program 3 at 0.05v, but it was painful at that setting. The patient would try all programs to try and find a comfortable stimulation setting. The patient did feel stimulation. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.